Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplemental being submitted for correction to (f10): f1904 - device repositioning. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided, resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing discomfort and pain at their pocket site location, the ins had shifted within the pocket, so a pocket revision was done. The cause of the pain at the implant site and migration of the device could not be established, but it is a known inherent risk of the device; therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the results of this investigation, no escalation is needed.

Event description:
It was reported that a patient with this neurostimulator was experiencing discomfort and pain at their pocket site location. The ins had shifted within the pocket, so a pocket revision was done on (B)(6) 2025, to move the battery from the patient's right side to their left side. The patient denies any falls or injuries. There are no other patient complications; the patient is expected to have a full recovery.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator was experiencing discomfort and pain at their pocket site location. The ins had shifted within the pocket, so a pocket revision was done on (B)(6)2025, to move the battery from the patient's right side to their left side. The patient denies any falls or injuries. There are no other patient complications; the patient is expected to have a full recovery.